Manufacturer narrative:
Device received with bleeding and cracked lcd glass, minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. (B)(4).

Event description:
Customer reported there appears to be a burn mark on her insulin pump's screen. Customer's blood glucose is 152 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.